Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarms were noted. The following physical damage was also noted: cracked reservoir tube lip, cracked casing at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4)

Event description:
The customer reported via phone call that his insulin pump alarmed with seven no deliveries within the past eight hours. The patient's blood glucose at the time of incident was 479 mg/dl. Troubleshooting was initiated for the no delivery issue. It was explained that recurring no deliveries could be due to the insertion site, infusion set, or reservoir. The customer confirmed that the tubing was not bent or kinked. The customer was able to prime the pump but every time he attempted a bolus the pump alarmed with no delivery. Three more no deliveries occurred during troubleshooting. The insulin pump was returned for analysis and a replacement device was shipped to the customer.